Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated, tilted and embedded in the wall of the left renal vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, the patient was reported to have abdominal pain and the filter retrieval was attempted for the patient with pain post trauma and prolonged immobilization. The right jugular vein was accessed and a wire was advanced into the inferior vena cava using micropuncture set and ultrasound guidance. The pigtail catheter was then advanced over the wire to the infra renal inferior vena cava, and a cava gram was performed including one in an orthogonal obliquity. A cobra catheter was then advanced into the left renal vein and a left renal venogram was performed and several attempts of filter recovery were performed using the bard recovery cone system, access to the right femoral vein using a single wall entry needle and advancing a glide wire into the inferior vena cava with all attempts going unsuccessful at repositioning the filter. Overall, the filter was deemed to be not retrievable, and the procedure was aborted. The impression of this study indicated that the filter has tilted in the interim and vena cavogram demonstrated that the tip of the filter to be outside the lumen of the inferior vena cava. Focused left renal venogram demonstrated the tip of the filter to be embedded in the wall of the left renal vein. Therefore, the investigation can be confirmed for filter tilt, retrieval difficulties and perforation of ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.